Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, solidified fluids have been found in air gas module. Replacement of air gas module solved the problem. The ventilator passed all functional and safety tests and was cleared for clinical use. The air gas module regulates the inspiratory gas flow and gas mixture. Moisture in an air gas module as previous investigation has shown, probably had affected the delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. Our conclusion is that the replaced part was the cause of the failure. However, the root cause to why the part failed has not been established as the replaced parts were not returned for investigation.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator's air gas module was defective. There was no patient involvement. Manufacturer's ref. #: (B)(4).